Event description:
The customer reports the device is getting an error message and that the monitor is malfunctioning.

Manufacturer narrative:
(B)(4): the customer reports the device is getting an error message and that the monitor is malfunctioning. A philips field service engineer evaluated the device and found that the therapy pca needed replacing. The therapy pca was replaced to resolve the problem. All performance assurance tests passed and the device was put back into service. There was no reported pt involvement. We will consider this a malfunction of the therapy pca that caused the device to malfunction.